Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147128.

Event description:
It was reported via sus voluntary event report medwatch: mw5147128, that the right atrial lead exhibited noise. There were no patient consequences. Further information was not provided.